Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h11: blocks b3, b5, e1 (initial reporter title, initial reporter last name, initial reporter first name, initial reporter email and occupation) and block h6 (device codes) have been updated based on the additional information received on july 30, 2024. Block g4 (premarket / 510(k) #) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, the device unfolded incorrectly and could not be used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on july 30, 2024. The device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. It was reported that the bands got stuck. The procedure was completed with another speedband superview super 7. In addition, it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, the device unfolded incorrectly and could not be used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.